Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found that would result in the needle deploying early. Although no issues were noted with the needle mechanism, we cannot determine when the device deployed. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports the needle deployed early. As treatment, the patient applied a new pod.